Event description:
A healthcare provider indicated that since the last time they saw the patient there had not been any complications; and they assumed the patient was "doing well." The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Event description:
The baclofen concentration was 500mcg/ml at 58mcg/day. The pump was refilled on (B)(6) 2012. The patient experienced fatigue, could not get out of bed, dizziness, and nausea. The hcp believed that the patient was refilled with 2000 mcg/ml concentration at a dose of 232mcg/day and no bridge bolus was administered. At the time of the report, the patient was on their way into the hcp clinic; the plan for the pump was to rinse, refill with baclofen 500 mcg/ml, and reprogram to the desired dose of 96 mcg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk; programmer model 8840, serial# unknown.